Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Review of event description: it was reported that the patient was implanted with an unknown mom cup & large diameter head on (B)(6) 2009 and underwent revision on (B)(6) 2019 due to metallosis. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: the DHR check could not be performed as the lot numbers were not available. Conclusion: it was reported that the patient was implanted with an unknown mom cup & large diameter head on (B)(6) 2009 and underwent revision on (B)(6) 2019 due to metallosis. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) .

Manufacturer narrative:
Medical products: mom ldh hip impl win gen; item# : unknown; lot# : unknown. Therapy date : (B)(6) 2019. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to metallosis. During the surgery tissue was taken for histological examination with the result of fibrin-haemorrhagic arthro-synovitis, with prosthetic metallosis.